Manufacturer narrative:
Product analysis: visual and optical examination of the -04/-05 component head gripper mas head engagement features display significant deformation and damage on the mas retention features. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the event which is referenced in this complaint. The above observations are consistent with overload of the -04/-05 component head gripper mas head engagement features.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted images appear to display instrument distal tip deformation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: compression fracture procedure: posterior spinal fusion and vertebroplasty levels: right side of l3 and l5, reinsertion at l3 and l4 it was reported that during surgery, after a rod was inserted using inserter, the extender came off from the screw while placing the rod using sequential reducer. Extender was not holding the screw tightly. The rod was inserted from the same incision. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.